Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks caused by oversensing of noise from air entrapment. The s-ICD therapy was programmed off and provocative maneuvers were performed to help dissipate the air. A couple of days later no noise was observed and the s-ICD therapy was turned back on and it remains in service. No adverse patient effects were reported.